Event description:
It was reported that the patients implantable pulse generator (ipg) had to be charged extra. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted device will not be return as it was disposed by the facility.